Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon investigation the monitor was unable to detect the electrode belt electrodes. The cause for the failure was isolated to an open driven ground resistor r781 on the monitor c/a board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the open resistor. The patient received a replacement.

Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that the patient was receiving frequent check belt messages. The patient was issued a replacement monitor.